Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unknown issue: test strips would not fit properly in the device. Unclear if due to the device port or test strips themselves. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.